Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a pinhole at the channel tube and bending section cover. The coating on the insertion section was peeling. There was a corroded electrical connector, dented bending tube and channel tube, a chipped objective lens and a scratched and dented insertion tube. The dented channel caused the quantity of aspiration to be out of standards. Due to a worn out angle wire, the angulation in the up direction and the gap on the angulation lever were both out of standards. A scratch on the bending section cover caused insulation resistance value of the distal end to be out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bending section cover on the evis lucera bronchovideoscope was leaking prior to a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to clarify b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by physical stress, chemical stress, storage environment, or similar. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bending section cover on the evis lucera bronchovideoscope was leaking prior to a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event. Upon inspection and testing of the customer returned device, the coating was found peeled on the connecting tube. This medical device report (MDR) was submitted to capture the reportable malfunction found during evaluation.